Event description:
The account alleges that the device is experiencing unintentional movement. The tech was unable to isolate a specific function, however, the error code indicated that the user control module needed replacing which can cause unintentional movement.

Manufacturer narrative:
The tech replaced the right user control module and user control module cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.